Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#1627487-2018-01428. It was reported the patient experienced diminished therapy. Reportedly, reprogramming was unable to provide resolution. Subsequently, diagnostic testing identified high impedance values on all lead contacts. X-rays were obtained yielding negative results. In turn, surgical intervention is planned as the next course of action to address the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-01428. Follow-up identified surgical intervention was undertaken wherein both leads were explanted and replaced with new models. Postoperatively, effective therapy was restored and the issue resolved.